Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the device was in good condition with no physical damage. During occlusion testing, primary audible alarm background test could not be bypassed, which was found during verification of the motor rate error. The root cause of the issue was found to be normal wear. As the motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out was the cause of the motor rate error. Replaced motor assembly, worm gear, leadscrew and clutch halves. Performed preventative maintenance and all functional testing which passed. UDI is unknown. No product information has been provided to date.